Manufacturer narrative:
The problem could be traced to an optical fiber failure.we are unaware about patient and operator involvment.

Event description:
The optical fiber had a failure that did not allow to use it properly.no adverse effects to patient were reported.

Manufacturer narrative:
The problem may could be traced to optical fiber failure. We are unaware about operator injury. We are waiting for more information by distributors.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.